Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle claim submission form and medical record received. After review of medical record, clinic visits on (B)(6) 2018 reported he was stepping up onto a pallet about 4 inches in height with his left foot and then the right leg gave out and he fell. He states he passed out due to significant pain. Imaging was obtained which showed posterior dislocation of the right total hip arthroplasty. He was taken to the or for closed reduction. On (B)(6) 2018 it was stated that the patient was status post revision right total hip arthroplasty three days ago however it was not indicated the reason and the exact date of revision. Doi: (B)(6) 2018 - dor: none reported (right hip). Please see (B)(4) for the first revision.